Event description:
Additional information received later noted that the cause of stall was unknown. The pump had been turned down to minimum flow rate; patient was taking oral meds. A CT had been ordered for catheter and pump. Patient currently had insurance issues; "multiple issues going on per clinic staff".

Event description:
Correction: actual residual volume (arv) was 19ml while expected residual volume (erv) was 5.9ml. Additional information: it was later reported that the pump recovered but there was ongoing pump failure. It was reported that a rotor stall occurred that was not related to the medication. The pump was filled with saline on (B)(6) 2012 and the patient was continuing oral medication. The patient was not admitted to the hospital for the pump stall. The reporter stated that "this has nothing to do with prialt, this is a mechanical pump failure".

Event description:
It was reported that the pump was alarming and the telemetry confirmed it to be a critical alarm due to stalled pump with no recovery. Per reporter, the pump had been stalled since (B)(6). On interrogating the logs, it was seen that the motor stall occurred on (B)(6) 2012 and recovered the next day and stalled again on (B)(6) 2012. Stopped pump may exceed tube set message appeared on (B)(6) 2012. Patient did not have a MRI. Patient had reported some increased pain in the arms. It was further stated that there was significant volume discrepancy found; actual volume was 5.9ml while expected was 19ml. Drugs delivered via the device were prialt, fentanyl and bupivacaine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model 8709, serial# (B)(4), implanted: 2003 (B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).